Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor (cgm) readings up to 300 mg/dl after eating pancakes and a banana without announcing the meal due to a cracked screen, then transitioned to subcutaneous insulin pen as backup therapy and noted glucose trending down; the infusion set was teflon inset 23 in the abdomen and the cgm was dexcom g7. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose without health consequence or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure of not announcing the meal, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.